Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield triad skull clamp (a1108) was used for "craniotomy for resection of tumor", and it was alleged that the patient suffered a skull fracture during the procedure. The skull clamp was set aside and another device was used for the procedure. Upon direct inspection of the device after the incident, there were no defects or malfunctioning components that could be found by hospital biomed or the sales representative. Subsequently, medwatch uf/importer report#: (B)(4) was received with the following information: "describe the event or problem: mayfield clamp did not torque properly during application. What was the original intended procedure? Craniotomy. Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known."